Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on real time egm. The device was reprogrammed successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.